Event description:
Customer reports, "the pump was set at 30cc/hr-but dumped the entire contents all at one time." Follow-up info indicated that the facility rep did not know the desired volume to be infused, but the rate was set for 33 ml/hr and the total volume infused was approx 500 ml. They indicated that medical intervention was not required and that there have been no adverse effects as a result of the incident. The reporting party indicated that the pt is not doing well, but that the pt's condition is not related to the incident.